Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that the right atrial (ra) lead appears to be oversensing, triggering atrial tachycardia/atrial fibrillation (at/af) episode detection. The ra lead remains in use. No further patient complications have been reported as a result of this event.